Event description:
Call center patient reports that since her left hip replacement surgery, she cannot sleep on that side. Patient is unhappy with replacement. The patient reports further that the calf of her left leg is about 3 inches thicker than on the right. Update: (B)(6) 2011 -litigation papers received. Reports severe pain. Complaint was reopened to make components reportable.

Manufacturer narrative:
Examination was not possible, as the device remains implanted. A search of the complaints databases finds no other reports of severe pain against the product and lot code combination since its release to distribution. The investigation could not verify or identify any evidence of product error/contribution regarding the reported problem. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date, date received by manufacturer. Depuy still considers this investigation closed.

Event description:
Call center patient reports that since her left hip replacement surgery, she cannot sleep on that side. Patient is unhappy with replacement. The patient reports further that the calf of her left leg is about 3 inches thicker than on the right. Update: (B)(4) 2011 - litigation papers received. Reports severe pain. Complaint was reopened to make components reportable. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified date of revision. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.